Event description:
It was reported that the health care professional (hcp) had called in querying about battery longevity for this cardiac resynchronization therapy defibrillator (crt-d) device. Upon review, technical services (ts) confirmed that the device was depleting normally, and the device will reach elective replacement indicator (eri) in approximately 2 months. It was noted that the power draw measurements have been intermittently high due to left ventricular (lv) auto being in suspension from fusion. Ts stated that since the device had been intermittently unable to do lv auto threshold measurements and was entering suspension, programming was recommended to a fixed lv output. Boston scientific representative stated that the suspected cause was noisy ER channel, so the amplitude had been at to a fixed value without any issue from the physician. This device currently remains in service. No adverse patient effects were reported.